Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported on (B)(6) ; that the patient had a fracture of humeral neck and underwent surgery for insertion of the implants on (B)(6). It was reported that the doctor used not screw-in-screw but multiple locking screws. The surgery ended without any issues. The patient underwent rehabilitation with the motion of a pendulum. It was reported that a screw back out occurred on unknown time. The further surgery was performed for insertion the screw in question again and additional screw-in-screw. As the result, the implants were pertinently situated. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned. A review of device history records was requested. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found.